Event description:
Boston scientific received information that this lead had dislodged and was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis showed induced damage to the lead body which likely occurred during explant. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.